Event description:
Hello, my boyfriend has recently bought a dental guard and it is one of the small soft dental guards. While waking up this morning he seemed to not be able to find, we flipped the room upside down just looking for it. We both believe that he has swallowed the grind no more, and while he is in no pain I just wanted to know what would be the best option.